Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emergency room nurse noted when they connected the foley probe to the arctic sun device read 20c, but when the rectal was connected to the monitor the patient temperature was 39c. If the rectal probe cannot be used for therapy, they should first try to locate another arctic sun device and change out the cable. If this did not correct the issue, they would need to replace the foley. It was a bard foley, asked to contact back if they change the foley. No return call from this account.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emergency room nurse noted when they connected the foley probe to the arctic sun device read 20c, but when the rectal was connected to the monitor the patient temperature was 39c. If the rectal probe cannot be used for therapy, they should first try to locate another arctic sun device and change out the cable. If this did not correct the issue, they would need to replace the foley. It was a bard foley, asked to contact back if they change the foley. No return call from this account.